Event description:
It was reported that the patient experienced an "electrical sensation in the wrist" along with shortness of breath. The patient has a history of "blood clots" and is on blood thinners. Right atrial lead impedance was decreased and the lead had loss of capture at 6 volts. The patient was told that the insulation may have breached. Lead fracture was noted. The atrial lead was programmed off and atrial lead extraction is planned. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.